Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was noted that there was air in the patient line of the cassette. The patient was connected at the time of the observed air for their initial drain of peritoneal dialysis therapy. During troubleshooting, nothing unusual was noted with the supplies or the set up that could have caused or contributed to the air. The technical service representative assisted the patient with ending therapy and the patient was to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.